Event description:
Pt has complained of pain on movement.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra2 meter would not power on. The patient indicated that the alleged issue started on (B)(6) 2010, at 3:00 am. Due to the alleged issue, the patient did not skip his usual medications for diabetes. At an unclear date/time after the alleged issue began, the patient claimed that she developed symptoms of "a migraine, vomiting, nausea, and dehydration." However, the patient reportedly claimed that the symptoms developed 7 days after the alleged issue began. The next day on (B)(6) 2010, at 1:00 pm, the patient claimed that she received IV fluid and IV insulin treatment from a health care professional (hcp). The patient also claimed that his blood glucose was tested on an ER/hospital meter and a result of 658 mg/dl was obtained at 1:15 pm. At 2:30 pm, a result of "340 mg/dl" was obtained. The alleged power issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury and also received IV insulin and fluid treatment from an ER a day after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.